Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced drainage from the ipg site. A cat scan showed fluid collection around the generator and the patient was prescribed antibiotics. Surgical intervention may be pending.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the system was explanted.